Event description:
The facility reported a pump in which the channel select button on the channel a does not work. This problem was identified prior to use. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available.